Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of salpingitis ("chronic inflammation - tubes were chronically inflamed - adhesions found on (B)(6) 2014"), device dislocation ("too deep in tube"), abdominal pain ("severe abdominal pain"), menorrhagia ("heavy menstrual cycles") and intestinal adhesion lysis ("adhesions attached to colon") in a 32-year-old female patient who had essure (batch no. 717011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2005 to 2010. Concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), mood swings ("mood swings/wt issues."), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), decreased appetite ("loss of appetite"), abdominal pain lower ("pain: lower abdomen") and pelvic pain ("pain"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced dry skin ("dry itchy skin upper body - abdomen and arms") and pruritus ("dry itchy skin upper body - abdomen and arms"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced alopecia ("hair loss/thinned a lot"). In (B)(6) 2013, the patient experienced fatigue ("fatigue chronic"). In 2014, the patient experienced diverticulitis ("diverticulitis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), intestinal adhesion lysis (seriousness criterion medically significant), back pain ("severe back pain"), adverse event ("abnormal symptoms") and inflammation ("chronic inflammation"). The patient was treated with surgery (she underwent a bilateral salpingo-oopherectomy for removal to remove the essure device), surgery (she underwent a bilateral salpingo-oopherectomy for removal to remove the essure device), surgery (she underwent a bilateral salpingo-oopherectomy for removal to remove the essure device), surgery (ablation) and surgery (adhesion removal). Essure was removed on (B)(6) 2014. At the time of the report, the salpingitis, device dislocation, abdominal pain, menorrhagia, intestinal adhesion lysis, back pain, adverse event, weight increased, inflammation, migraine, headache, fatigue, diverticulitis, alopecia, decreased appetite, dry skin and pruritus outcome was unknown, the mood swings and dysmenorrhoea was resolving and the female sexual dysfunction, nausea, dyspareunia, abdominal pain lower and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, adverse event, alopecia, back pain, decreased appetite, device dislocation, diverticulitis, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, inflammation, intestinal adhesion lysis, menorrhagia, migraine, mood swings, nausea, pelvic pain, pruritus, salpingitis and weight increased to be related to essure. The reporter commented: patient sought medical attention from her health care provider for the forgoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: malposition of essure device . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("chronic inflammation - tubes were chronically inflamed - adhesions found on (B)(6) 2014"), device dislocation ("too deep in tube"), abdominal pain ("severe abdominal pain"), menorrhagia ("heavy menstrual cycles") and abdominal adhesions ("adhesions attached to colon") in a 32-year-old female patient who had essure (batch no. 717011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2005 to 2010. Concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), mood swings ("mood swings/wt issues."), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), decreased appetite ("loss of appetite"), abdominal pain lower ("pain: lower abdomen") and pelvic pain ("pain"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2010, the patient experienced dry skin ("dry itchy skin upper body - abdomen and arms") and pruritus ("dry itchy skin upper body - abdomen and arms"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced alopecia ("hair loss/thinned a lot"). In (B)(6) 2013, the patient experienced fatigue ("fatigue chronic"). In 2014, the patient experienced diverticulitis ("diverticulitis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), abdominal adhesions (seriousness criterion medically significant), back pain ("severe back pain"), adverse event ("abnormal symptoms") and inflammation ("chronic inflammation"). The patient was treated with surgery (she underwent a bilateral salpingo-oopherectomy for removal to remove the essure device), surgery (she underwent a bilateral salpingo-oopherectomy for removal to remove the essure device), surgery (she underwent a bilateral salpingo-oopherectomy for removal to remove the essure device), surgery (ablation) and surgery (adhesion removal). Essure was removed on (B)(6) 2014. At the time of the report, the salpingitis, device dislocation, abdominal pain, menorrhagia, abdominal adhesions, back pain, adverse event, weight increased, inflammation, migraine, headache, fatigue, diverticulitis, alopecia, decreased appetite, dry skin and pruritus outcome was unknown, the mood swings and dysmenorrhoea was resolving and the female sexual dysfunction, nausea, dyspareunia, abdominal pain lower and pelvic pain had resolved. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, adverse event, alopecia, back pain, decreased appetite, device dislocation, diverticulitis, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, inflammation, menorrhagia, migraine, mood swings, nausea, pelvic pain, pruritus, salpingitis and weight increased to be related to essure. The reporter commented: patient sought medical attention from her health care provider for the forgoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: malposition of essure device. Most recent follow-up information incorporated above includes: on 11-oct-2018: reporter information was added. This case concerns 32 year old patient. Her demographic was added. Her historical medication and concurrent condition was added. Lab data was added. Essure lot number was added. Per plaintiff fact sheet following events: chronic inflammation - tubes were chronically inflamed - adhesions found on (B)(6) 2014), adhesions attached to colon), mood swings/wt issues, chronic inflammation, apareunia (inability to have sexual intercourse), too deep in tube, migraines, headaches, nausea), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue chronic, diverticulitis, hair loss/thinned a lot, loss of appetite, dry itchy skin upper body - abdomen and arms and pain: lower abdomen were added. She had recovered from events: apareunia, mood swings, nausea, dyspareunia, pain: lower abdominal and recovering from dysmenorrhea. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic inflammation - tubes were chronically inflamed - adhesions found on (B)(6)2014'), device dislocation ('too deep in tube'), abdominal pain ('severe abdominal pain'), menorrhagia ('heavy menstrual cycles/abnormal bleeding(menorrhagia )') and intestinal adhesion lysis ('adhesions attached to colon') in a 32-year-old female patient who had essure (batch no. 717011) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding and uterine bleeding. Previously administered products included for an unreported indication: mirena from 2005 to 2010. Concurrent conditions included body mass index normal. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), mood swings ("mood swings/wt issues."), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), decreased appetite ("loss of appetite"), abdominal pain lower ("pain: lower abdomen") and pelvic pain ("pain") and was found to have weight increased ("weight gain"). On (B)(6)2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 12 days after insertion of essure. On (B)(6)2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6)2010, the patient experienced dry skin ("dry itchy skin upper body - abdomen and arms") and pruritus ("dry itchy skin upper body - abdomen and arms"). In (B)(6)2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6)2011, the patient experienced alopecia ("hair loss/thinned a lot"). In (B)(6)2013, the patient experienced fatigue ("fatigue chronic"). In 2014, the patient experienced diverticulitis ("diverticulitis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), adverse event ("abnormal symptoms") and inflammation ("chronic inflammation") and underwent intestinal adhesion lysis (seriousness criterion medically significant). The patient was treated with surgery (ablation, adhesion removal, she underwent a bilateral salpingo-oophorectomy for removal to remove the essure device and she underwent a bilateral salpingo-oophorectomy for removal to remove the essure device (B)(6)2014). Essure was removed on (B)(6)2014. At the time of the report, the salpingitis, device dislocation, abdominal pain, menorrhagia, intestinal adhesion lysis, back pain, adverse event, weight increased, inflammation, migraine, headache, fatigue, diverticulitis, alopecia, decreased appetite, dry skin, pruritus and vaginal haemorrhage outcome was unknown, the mood swings and dysmenorrhoea was resolving and the female sexual dysfunction, nausea, dyspareunia, abdominal pain lower and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, adverse event, alopecia, back pain, decreased appetite, device dislocation, diverticulitis, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, inflammation, intestinal adhesion lysis, menorrhagia, migraine, mood swings, nausea, pelvic pain, pruritus, salpingitis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought medical attention from her health care provider for the forgoing symptoms. Discrepancy noted for essure removal date- (B)(6)2014. Current weight 138 lbs. 2 coils were easily visualized within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6)2010: results: malposition of essure device. 1. Satisfactory position of bilateral essure micro coils. 2. Fallopian tubes remain patient.. Imaging procedure - on (B)(6)2011: 1. Satisfactory location of essure micro inserts bilaterally. 2. Satisfactory tubal occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:- pelvic pain, dyspareunia, lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2019: plaintiff fact sheet received. Event abnormal bleeding(vaginal) was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual cycles"), back pain ("severe back pain"), adverse event ("abnormal symptoms") and weight increased ("weight gain"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or hysterectomy to remove the essure device). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, menorrhagia, back pain, adverse event and weight increased outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, menorrhagia and weight increased to be related to essure. The reporter commented: patient sought medical attention from her health care provider for the forgoing symptoms. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.